Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the first spyscope ds ii was introduced and upon advancing into the bile duct, the image was lost, and followed by the four gray dots. A second spyscope ds ii was used; however, the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.